Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found that the fuse was blown (open) using a dual in-line memory module (dimm) to measure the resistance. The open fuse is the most likely cause for the batteries not charging. Both batteries measured approximately 3 volts direct current (vdc) upon receipt, 11.5 vdc or higher is typical for discharged batteries of this type. The pst attached dut batteries to luo delphin battery (charger) and powered on. The batteries were allowed to charge for 39 hours. The batteried readings after charging were 13.1 vdc and 13.2 vdc (typical and passing). With the batteries connected to lab use only centrifugal pump in the "connect" position, alternating current (a/c) power. The pump was set and running at 2550 rpm at 5 lpm on battery power. The expected minimum requirement for battery duration at these conditions is 1.75 hours. After two hours and 10 minutes, the meter needle was just below 50% and the motor was still running at the original set speed. This indicates a passing load test. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The centrifugal control module was connected to the battery back-up unit and the battery back-up unit was in the connect position. The reported issue was verified by the field service representative (fsr). The fsr discovered that the power entry module fuse was blown and the batteries were completely discharged. Fsr checked charger assembly and it passed inspection. Fsr replaced the fuse and batteries and battery backup module is now operating within manufacturer's specifications and is ready for clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery back-up was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.